Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the orange plastic section of the tube extension. Tube extension scratch marks measured roughly 0.1125¿ x 0.0570¿. There appears to be a detached fragment on the main tube extension. The complaint was confirmed by failure analysis scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had cut/scratch on the dark brown insulation on the orange area. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the damage was on the mcs instrument, specifically in part 2 of the referenced image. In addition, the tip cover accessory had a deep cut on the gray section that exposed the orange portion underneath; however, the tip cover is not available for evaluation because it was already discarded by or staff. The damage was likely incurred after the procedure while staff were attempting to remove the tip cover.